Event description:
It was reported that at the user facility the core micro drill was activating on its own. No further information was provided by the user facility.

Event description:
It was reported that at the user facility the core micro drill was activating on its own. No further information was provided by the user facility.

Manufacturer narrative:
The reported event was not duplicated during the device evaluation. Upon visual inspection, the device was found to have a corroded motor cartridge. The device was repaired and returned to the user facility.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.